Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was in the 420 mg/dl range. The customer's parent stated that the insulin pump was malfunctioning and may need to be replaced. The caller stated that they changed the insertion site the day prior and had no issues; however, last night, the insulin pump alarmed no delivery, prompting another set change. The caller stated that once the infusion set was changed, the no delivery alarm occurred again, and upon changing the third infusion set, it was noted that the blood glucose reading would not come down. It was reported that the device had an open circle on the status bar for a month, which was not a temporary basal nor a pattern basal. The caller did not have time to troubleshoot and advised that a call back would be made to continue with the process and documentation. Nothing further reported.